Event description:
The patient experienced a return of pain symptoms in 2008. The pump was replaced about 2 months later. The catheter may not have been functioning properly. The patient continued to have pain after replacement (please reference MFR report # 3004209178200901432). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.